Event description:
It was reported that CT scan showed the tulip head of the cannulated screw came off of the screw. The patient had revision surgery. The screw was removed.

Manufacturer narrative:
The screw was returned for evaluation. The screw tulip head lower diameter is within specification. The retaining ring has been sheared off. The screw head diameter was within specification. Imaging films were not provided to the manufacturer. Analysis findings are inconclusive. A follow up report will be sent after further analysis is completed. A review of the device history records did not identify and applicable nonconformance to specification.